Event description:
Information received indicates the bed lost ground.

Manufacturer narrative:
The technician found the ground pin was missing from the power cord plug. He replaced the plug to repair the bed.